Event description:
It was reported that a patient presented in clinic with vibrations. The device failed to interrogate. Pervious merlin.net transmission did not reveal battery depletion. The device was explanted and replaced successfully. The patient was stable during and after the procedure. The patient will continue to be monitored.

Event description:
The device was explanted due to eri.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.